Event description:
It was reported that the defibrillatory impedance was high on the right ventricular (rv) lead. There were no reported patient consequences.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced successfully. The patient was stable.